Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3. One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. An aspiration vacuum leak test was conducted; no air was aspirated into the syringe. A liquid pressure leak test was conducted; no leaks were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
At the end of the atrial fibrillation procedure, after the catheter was removed, it was noted that the valve was leaking and blood was flowing back on the table. There were no consequences to the patient.

Event description:
During an atrial fibrillation procedure, when removing the ablation catheter, a blood leak was noted at the hemostasis valve of the introducer.